Manufacturer narrative:
Novocure medical opinion is that the contribution of device use to the headache and the array placement to the wound infection cannot be ruled out. Headache is an expected event with optune gio device use (ef-11 16% and 28% ef-14 optune arm). Contributing factors for wound infection in this patient include dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information) radiation, chemotherapy, underlying cancer disease and prior surgery affecting skin integrity. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 68-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, a healthcare provider from the hospital informed novocure that the patient had developed headaches since the initiation of optune gio therapy. At the time the patient was already hospitalized for an unspecified condition. The patient was prescribed oral tramadol which alleviated the headache some, although the headache persisted. On (B)(6) 2024, the patient's spouse reported that the patient's headaches had increased and subsequently went away when the device was turned off. Additionally, on (B)(6) 2024, the spouse indicated that, upon removal of the transducer arrays on (B)(6) 2024, an infection on the patient´s scalp was detected, specifically at the site where a bone fragment was missing. Reportedly, the patient had previously experienced an infection in the same area prior to initiating optune gio therapy. Subsequently, the patient was transferred to another hospital, where she was treated with unspecified antibiotics and a drainage tube placement. Optune gio therapy was temporarily discontinued. In an available medical record, it was discovered that following a subtotal resection on(B)(6) 2024, and prior to the start of optune gio therapy, the patient had developed a wound infection on the scalp. This required wound revision surgery, which included incision and drainage (ID) as well as plastic surgery. On (B)(6) 2024, the prescribing physician confirmed that the patient had wound debridement surgery due to an infection. Reportedly, the patient was transferred to another facility and thus no more information was available to the prescriber.